Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for evaluation. The sample arrived without the original packaging or the lot number. Upon a visual evaluation of the sample, the tube was observed to be kinked. A definitive root cause could not be determined at this time. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a non-reportable malfunction on (B)(6) 2018. During the product evaluation on 10-september-2019 the investigator observed the tubing to be kinked.